Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 276 and 245mg/dl. The customer¿s expected am fasting blood glucose test result is 140mg/dl and expected bedtime fasting blood glucose test result is 260mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: result 1: 154 mg/dl date: (B)(6) 2021 time: 10:02am fasting, result 2: 276 mg/dl date: (B)(6) 2021 time: 12:32am fasting, result 3: 161 mg/dl date: (B)(6) 2021 time: 10:14am fasting, result 4: 245 mg/dl date: (B)(6) 2021 time: 10:14am fasting, result 5: 130 mg/dl date: (B)(6) 2021 time: 11:30am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 17-dec-2021 to ensure the replacement product resolved the customer¿s initial concern- able to establish contact with customer. Customer stated initial concern has been resolved.